Manufacturer narrative:
Spacelabs has conducted an investigation into this matter. The hospital¿s biomedical engineer reports that there were several patients who had no other means of monitoring while the equipment was inspected and replaced. The telemetry housing was changed for a known functioning housing and the hospital¿s biomedical engineer confirms that the issue was resolved by this change. There have been no further complaints reported by this customer. This report is complete and this particular issue is considered closed.

Event description:
Spacelabs received a report on march 24, 2019 that on (B)(6) 2019 the customer had several telemetry beds that were not showing on the control central or the remote central. No injury was reported in relation to this event.